Manufacturer narrative:
(B)(4). Evaluation results: other, root cause of the balloon leak can not be confirmed. Negative purge was not performed on the device prior to use. Evaluation conclusion: negative purge was not performed on the device prior to use. Evaluation summary: medtronic has received the device and its analysis has been completed. The device was placed in a water bath. On removal from the water bath negative purge confirmed the presence of a leak. A short longitudinal tear was located on the outside of a proximal pillow fold approximately 1.5mm proximal to the stent.

Event description:
An attempt was made to deploy a 3.5mm diameter x 30mm length driver rx coronary stent in to a patient. The target lesion located in the lad # 5-6 was described as non tortuous, with little calcification and 75% stenosis. It was reported that the physician delivered the relevant device to the target lesion and performed negative prep prior to inflation of the balloon. However, blood flowing back into the inflation device was noted; the device was withdrawn from the patient body. Communication from the field confirmed that negative purge was not performed on the device prior to use. The patient is reported to be fine and no other clinical sequelae were reported.